Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient was charging for 3 hours at a time, that it would stop charging and she was not aware when it stopped charging as the green light still blinks and the screen said different things. The cause of the event was undetermined. The patient didn't have their recharger at the time of the complaint/appointment. The rep advised the patient to contact patient services when there was any issue. No further complications were reported.